Event description:
An orsiro mission drug-eluting stent system was selected for treatment. After placing an orsiro stent in the cx. It was intended to implant the orsiro mission in the proximal third of the vessel. However, the stent dislodged from the balloon before reaching the intended destination. Delivery system and stent were retrieved from the patients body.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. However, the proximal balloon shoulder is kinked and crushed. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped centered in between the two radiopaque markers. The stent was returned separately and is severely deformed over its entire length. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined.